Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused benign lung tumor in 2020. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of presence of benign lung tumors. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, pil observed dirt-like contaminant on the front panel, flip doors, and the bottom enclosure. Unknown hair-like contaminant was observed on the bottom enclosure. Liquid ingress with mineral deposits were observed on/in the blower and on blower box. Keratin-like substance was observed on the blower box, ER-2243857(v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). See ER 2244873 (v01) for the procedure used to make this determination. The device's downloaded event log was reviewed by the manufacturer and found 1 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. Sections b1, h1 and h6 have been corrected in this report as follows: section b1 was corrected to product problem. Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.